Manufacturer narrative:
Concomitant medical products: physioneal 40 1.36% and 2.27%. (B)(4). Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis (cause previously not reported). The breach in aseptic technique was further described as a touch contamination as the patient did not wash their hands. At the time of this report, the patient was not recovered from the event. It was reported the ¿tube¿ was to be taken out (no further details). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of peritonitis was not reported. It was reported that the patient was treated at home (treatment not further described). No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.